Event description:
A user facility reported they noticed the serial number label had become detached from the lma connector and was in the airway tube when the pt was taken to recovery. There was no pt injury or problems. The user facility has been requested to return the device for eval.